Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display on the heartstart 4000 has a black spot in the middle of it. There was no reported patient involvement.